Manufacturer narrative:
Date of submission: 29-august-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-august-2018 with the following findings: the pump powered up with auditory and vibration to a blank screen. The original reported blank screen complaint was able to be duplicated. Unrelated to the original complaint, evidence of moisture and corrosion was observed on the display screen inside the pump. A leak test failed due to a case crack leak. The pump cover was removed and moisture and corrosion was found in the electrically erasable programmable read only memory circuit and the display.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.